Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator provided inappropriate antitachycardia pacing (atp) for noise. It was noted that the noise was due to electromagnetic interference (emi). Also, the atp was delivered for a supraventricular tachycardia (svt). No interventions or patient symptoms were reported.